Manufacturer narrative:
The potential cause of the incident has not been established at the moment. Complaint investigation is in-progress. Further info will be provided upon completion of the investigation.

Event description:
Balloon rupture. Sheath size 7 fr.